Event description:
It was reported that during the implant procedure, there were multiple occurrences of right bundle branch blocks (rbbb) and the current of injury of the lead was much larger than the physician was used to. Additionally, the physician complained that the lead was too stiff, and suspected that this was the cause of the other issues. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).